Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil pusher assembly. The embolization coil windings were offset. During functional analysis, the smart coil could not be advanced through the hub of a demonstration microcatheter without resistance. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter, the embolization coil may start taking shape inside the hub, and damage such as this may occur. The offset coil windings likely contributed to the resistance that occurred while attempting to advance the smart coil out of its introducer sheath and into the microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cavernous sinus to treat a dural-arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three smart coils into the patient using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician encountered resistance after advancing the coil about ten centimeters through its introducer sheath. Subsequently, the smart coil became stuck and was unable to advance into the microcatheter. Therefore, the introducer sheath containing the smart coil was removed and the procedure was successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.